Manufacturer narrative:
Qn#(B)(4). The product is not sold in the us. However, similar product is sold in the us.

Event description:
The customer reports that a thrombosis developed around the cvc in the vessel.

Manufacturer narrative:
(B)(4). The customer did not return the complaint sample, however, an unopened representative sample set (de-25854-s) from lot 71f16m1622 was returned for evaluation. The packaging of the set and the components showed no obvious damage. The set was opened and the catheter removed. Visual examination revealed no obvious defects with the catheter. The catheter body length measured 217mm, which is within specification. The catheter body outside diameter measured 2.906mm, which is also within specification. Each of the catheter lumens were flow tested using a lab inventory 10ml syringe and no blockages were observed. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The IFU for this product states that the practitioners must be aware of complications associated with central vein catheters including thrombosis. It also states that this device is not recommended for use in the presence of previous/current thrombosis. Other remarks: complaint verification testing could not be performed as the actual complaint sample was returned for analysis. A representative sample from lot 71f16m1622 was returned for evaluation and passed all functional, dimensional and visual requirements. A DHR review was performed and no relevant findings were identified. The probable cause of the catheter related thrombosis could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer reports that a thrombosis developed around the cvc in the vessel.